Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1866 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2017- per sales representative, the facility reported that during the procedure they had to break the micro introducer peel away sheath and the PICC rn had to use two hemostats to pull the micro introducer apart. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the red tabs were difficult to split apart on the 5fr microintroducer was confirmed and determined to be manufacturing related. One 5 fr microintroducer was returned for investigation. The sheath had been peeled. Blood residue was observed on the sample. A microscopic examination revealed strained material between the threaded portions of the two tabs, which indicates the skiving was not present. The complaints for "incorrect split on introducer" were confirmed. Photos attached were visually inspected and were observed that not conducted the skiving at the top of the handles, this is made at the manufacturing line to help to break/split the handles. The handles cannot break and the complaints are confirmed as manufactured related.